Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint of t2 non deployment. Further investigation is not warranted at this time.

Event description:
It was reported that the it was reported that the fast-fix 360 curved needle delivery t2 did not deploy. A backup device was used to complete the procedure. No patient injury reported.